Event description:
Trial patient mentioned having some diarrhea and stimulation feeling almost like a yeast infection. The patient called couple days later that she was kind of nervous, she did not know if it was because she was sitting in the chair and she had been drinking a lot or because turned controller off because she was driving but now she was only getting dribbles when trying to void. Patient said she has been drinking a lot and asked if she should limit her fluid intake. Patient also complained about having pain groin area. The patient was assisted with lead switching. The patient switched to program 2; amp now 0.2 and comfortable stim felt in pelvic area, patient stated this program felt much better. The patient called a day later still complaining about pain discomfort in her groin area stated she thought it was because she pulled a muscle, after shoulder surgery it was confirmed she had pulled a muscle in groin area, lowering amp did not helped. She stated that she was supposed to get an injection before her next surgery. Patient also mentioned yesterday she was concerned she was not voiding and her ankles were starting to swell, also certain positions would cause a shock but when she would lay down on her bed she would not feel any discomfort or shock. Additional information reported four days later indicated that patient was having one bad leak yesterday and has been more thirsty than usual. The issue reported was not resolved at the time of this report. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.